Event description:
It was reported by the customer that bd bbl¿ sabouraud dextrose agar w chloramphenicol & gentamicin deep fill had excessive growth. There was one occurrence in this event with no patient impact. The following information was provided by the customer: "I am writing to report that a non conformity was found with sabouraud dextrose agar + gentamycin agar medium product code. Ref 254041). Reporting past issue where plates were not found to be selective for mycetes, since there has been growth, sometimes substantial growth, of gram negative bacteria on them."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported by the customer that bd bbl¿ sabouraud dextrose agar w chloramphenicol & gentamicin deep fill had excessive growth. There was one occurrence in this event with no patient impact. The following information was provided by the customer: "I am writing to report that a non conformity was found with sabouraud dextrose agar + gentamycin agar medium product code. Ref 254041). Reporting past issue where plates were not found to be selective for mycetes, since there has been growth, sometimes substantial growth, of gram negative bacteria on them."

Manufacturer narrative:
H.6 investigation summary: this memo is to summarize findings on recent complaint (B)(4) against sabouraud agar with gentamicin and chloramphenicol, catalog number 254041, lot number unknown. Event description: the customer reported that plates were found to be not selective for mycetes, since there has been growth, sometimes substantial growth, of gram negative bacteria on them. Complaint history review: the complaint history has been reviewed and for this product, several complaints were reported for a performance issue. Therefore, a trend was identified, and further investigation was performed. Batch history record (bhr) review: for this complaint, the affected batch was not communicated; however, since similar issues were reported for this catalog number and in the same period of time, the bhr has been done on other batches and the issue was confirmed. Sample analysis: a performance test has been conducted on different retain sample's batches of this product and the performance issue could be confirmed. Neither return samples nor pictures were shared. Evaluation results and investigation conclusion: based upon our investigation, we have excluded any systematic failure in our manufacturing process. However while testing other batches containing chloramphenicol, the performance issue could be confirmed for excessive growth. Bd has identified an outside supplier issue with this plate¿s impregnated antibiotic, chloramphenicol, which results in a reduction in the antibacterial activity of the chloramphenicol over the shelf life of the agar. As a result a product recall has been initiated for the affected lots in the affected regions. Based on the above mentioned evaluation, this complaint was confirmed. Bd will continue monitoring incoming complaint with similar failure mode.